Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's father reported that his daughter's blood glucose (bg) levels reached 27.8 mmol/l (501 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient was subsequently hospitalized in an attempt to lower her bg levels. At the hospital, the patient was put on IV and given manual injections as treatment for her elevated bg levels. The device is not available for a manufacturer evaluation as it was discarded by the patient's father.